Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device did not function, had component damage and was frozen/would not move. It was further determined that the device failed pretest for check the oscillation frequency, general function in running mode and general condition. Trigger did not move smoothly and the upper trigger was blocked. It was noted in the service order that during an unspecified procedure the device started out working s properly, the femoral drill is passed and the coupling worked, then the saw is passed for the femoral cut, it starts working and then it stops and the motor did not work again, it is checked again, the battery is removed, it is fully charged and does not work intraoperatively. The surgery was finished with a motor from the institution. The reportable malfunction occurred during service and evaluation and was not reported to have occurred during the procedure. It was also reported that the device was being used with a handpiece device. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).